Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shocking impedances on this right ventricular (rv) lead were greater than 125 ohms. Review of the patient's remote monitoring data showed that shock impedances had been high for the last year. Boston scientific technical services (ts) provided troubleshooting options. No adverse patient effects or interventions were reported. This rv lead and the associated cardiac resynchronization therapy defibrillator (crt-d) remain in service.